Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.0-2/4t/40mm symmetry balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.